Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. One piece sled, sled movement the ec60a device was received for analysis with no visual non-conformances and with two ecr60b cartridge reloads present. Cartridge (b) ecr60b, h51c33 was received partially fired 2/3 consistent with an incomplete or interrupted cycle. Furthermore the cartridge (b) was disassembled to verify the integrity of internal components and the one piece sled was noted to be damaged. It is possible that the device was attempted to fire on ticker tissue than indicated. Cartridge (c) ecr60b, k5cg5h was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the articulated position with the returned cartridge reload (c) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during an unknown procedure, the device could only fire about half at the first firing with the blue reload. Changed to another blue reload but the device could not fire. Changed to new device and reload to complete the procedure. There were no adverse consequences for the patient reported.